Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that a replacement date had not been set. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins). It was reported that the patient's recharger antenna cord casing is broke near the end that was connected to the insr and the patient was unable to charge ins due to the damaged cord. They patient's wife called and stated pt received his new insr antenna and today the patient attempted to charge his ins and he received the reposition antenna screen. The caller said that it has been months since the pt last charged his ins. Patient services advised patient to follow up with the doctor to address possibly overdischarged ins. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. Additional information received from a patient via a manufacturer representative (rep). It was reported that the patient hasn't used the device in 5 months and hasn't tried to charge it. The ins was overdischarged. A device reset unsuccessful after 4 attempts. The patient was unsure about replacing the ins with the manufacturer's or a competitors. No further complications were reported.